Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a loose reagent syringe caused by the customer. The customer tightened the syringe which resolved the issue. No patient demographics were provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneous patient result for actm (acetaminophen) and crea (creatinine) on their unicel dxc 600 pro instrument. The high patient result was reported outside of the laboratory and was later amended. There was a change to patient treatment due to a high actm patient result. Quality control was recovering within the laboratory's established ranges prior to the event.